Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the ok keypad button was intermittently unresponsive and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was returned with the keypad fully intact. All of the buttons respond to user input. The keypad was removed and contamination was found underneath any of the button contacts. Unrelated to the original complaint, it was noted that the display was dim and discolored when powered on. In addition, there were two battery compartment cracks noted; to the left of and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.